Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during use. The home patient (hp) said system error repeated several times. A swap for the hc was initiated. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn). The rn stated the hp has had no injury or medical intervention from this incident.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2267 (air in line) was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The sample and the lot number were unavailable; therefore, no evaluation or batch review could be performed.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.